Event description:
The reporter indicated that the pt has been experiencing an increase in seizures. It is unk if the increase is above the pt's pre-vns baseline seizure frequency. It was reported that the pt's condition is stable, but he is on more anticonvulsants due to more seizures. The pt cannot tolerate vns stimulation due to hoarse voice and shocking sensations, therefore, the device was deactivated. X-rays were taken and the leads appeared to be properly placed. A lead test was run one month ago and resulted in ok lead impedance, indicating the device was properly delivering stimulation. Pt's surgeon recommended device removal. The cause of the reported events are unk at this time.